Event description:
Caller alleged discrepant inratio results. Results as follows: date: (B)(6) 2014, inratio: 1.8; (B)(6) 2014, 2.1, physician poc: 5.7 (30 minutes between tests). Therapeutic range: 2.5-3.5. Patient self tester performed a test on a non coumadin person; inratio= 1.2. Normal inr range is 0.7-1.2.

Manufacturer narrative:
The customer reported discrepant low inratio inr results during testing. The customer did not provide a reference value for comparison testing for the inratio inr result on (B)(6) 2014. The accuracy of the inratio inr result could not be determined from the information provided by the customer. It is indicated that product is not returning for evaluation. Therefore, investigation of the complaint to determine root cause cannot be completed. Root cause could not be determined from the information provided by the customer. Since the product associated with the complaint was not returned, retain testing was performed during an in-house investigation. Retain strip testing results met both accuracy and repeatability criteria. The product performed as expected and no product deficiencies were observed. The manufacturing records for the lot were reviewed. The non-conformance associated with this lot was not relevant to the initial complaint and does not affect product performance. No further investigation was performed. Based on the information available, there is no indication of a product deficiency. Corrective action is not required at this time.